Event description:
Boston scientific received info that the pt with this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited with suspicion of a pocket infection. The pt was treated with antibiotics and to date no system changes have been required and no further adverse effects reported.

Manufacturer narrative:
As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.